Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - service code(s)/wrench code) has been confirmed. The monitor displayed a service code 107, 111, 112, and service code 202. Upon investigation the monitor could not run detect and treat. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.